Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The position of the mannequin and lifeband were checked, however the issue would not resolve. A zoll sales also placed his demo mannequin on the autopulse platform and checked the position of the lifeband, but the issue still persisted. It was also observed that the lifeband strap mount was broken. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
Multiple attempts had been made regarding the return of the autopulse platform (sn (B)(4)) for evaluation on (B)(6) 2015; however, no information was received. On (B)(6) 2017, the platform was returned to the manufacturer for service and evaluation. The report of the platform displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing. The root cause was attributed to a faulty load cell (single point). Review of the archive data revealed multiple ua 7 error messages occurred on the reported event date of (B)(6) 2015. The autopulse platform is a reusable device and was manufactured on (B)(6) 2008. It has exceeded its expected service life of 5 years. As part of routine service during testing, the platform was examined and found issues with the lcd display screen as well as physical damages on the platform. These observations were unrelated to the report of ua 7 error message. After replacement of the load cell, lcd display screen and physically damaged parts, the platform was further tested including the load characterization test and passed all testing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).